Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, (serial: (B)(6)); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient said the controller is not working. Patient said it is like it is on but it is dead and when they presses the unlock button it won't unlock and they can't cut it off. Patient also said the light is flashing green. Patient was able to charge yesterday and last night it was acting weird and wouldn't do anything. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient put the battery back in and confirmed controller is charging. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned she has full back pain and the pain is more in the lower lumbar. Pt states she still has this pain. Agent reviewed to attempt to try different groups to see if anything helps with the lower back pain. Pt states she just feels burning/buzzing in legs and later states doesnt feel anything at all, pt states just was too high so lowered during the call. Agent walked pt through changing and making adjustments to help with the pain.